Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation. The patient underwent a procedure where the scs system was removed. Postoperatively the patient was recovering as expected. The explanted devices were discarded by the facility and will not be returned for analysis.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7076258. Brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7075587.